Event description:
It was reported that post implant of a realize gastric band procedure, the patient presented to the surgeon¿s office in 2009, with vomiting and a suspected gall bladder issue. The patient was admitted to the hospital the following day. During surgery, an infection and adhesions were found around the stomach. The band was explanted. The infection treated with IV/po antibiotics, and drains were inserted into the abdomen. The patient was hospitalized for eight days and was discharged from hospital to a nursing facility for six days and has been discharged home. The patient is recovering without any further complications.

Manufacturer narrative:
Date sent: 2/23/2009: information was not provided by the contact. Information is unavailable; device was not returned for evaluation.